Manufacturer narrative:
Initial reporter address: attn accounts payable po (B)(4). The device was received for evaluation. Visual inspection showed that the male luer had separated from the tubing. The reported condition was verified. The separated occurred during assembly of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation it was found that a one-link y-type extension set had separated between the male luer port and the tubing. No additional information is available.